Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system, motor current error detected alarms due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump multiple insulin pump error alarms. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. The customer was not able to complete rewind the insulin pump. The insulin pump will be returned for analysis.